Manufacturer narrative:
(B)(4). Based on the follow-up with the health-care provider, the reason for the explant was due to endocarditis, source is unknown. The health-care provider also noted the explant was not related to any device malfunction. Per the operative report provided, preoperative diagnosis is prosthetic bacterial endocarditis, potential endocarditis of pacing leads. Transesophageal echo revealed endocarditis with vegetation on his aortic valve. The subject device was removed and replaced. A 21 mm edwards valve was seated. The valve fit appeared to be perfect. The patient was weaned from cardiopulmonary bypass support. The patient was taken to the recovery room in stable, critical and intubated condition. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the operative report preoperative diagnosis, the source may have been the 'potential endocarditis of pacing leads.' No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 2 years. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be confirmed. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.